Manufacturer narrative:
Updated: b5 describe event or problem, h6 patient code.

Event description:
It was reported that the patient experienced issues with urinating with the inflatable penile prosthesis.

Event description:
It was reported that the patient implanted with this inflatable penile prosthesis (ipp) experienced pain and issues urinating. No additional information was reported.